Manufacturer narrative:
This is a retrospective medical device report for a complaint on the subject device. It was determined this complaint required a medical device report after a review of medical device report determination procedures. Patient information is not available for this report. A review of the device history records was performed for the subject device. The review revealed there were no anomalies or discrepancies were noted within the device history records for the product of the subject device lot. All records showed product met specifications and passed the incoming inspection. The subject device is an instrument and is not implanted or explanted. The tip of the subject device sheared off of the instrument during the surgical procedure as the subject device was attempting to engage and seat the tcs bone screw. A recall was initiated in february 2015 to return and quarantine subject instrument lot. Through CAPA investigations, it was determined the no 6 hexalobular driver design was deficient. 510(k) (B)(4) was submitted and approved to change the hexalobular size to a no 8.

Event description:
The driver tip sheared off inside the screw head at the point of contact with the hex drive feature. The tip of the driver was removed from the screw using a needle nose pliers. Procedure was completed with no injury or adverse effect to the patient as a result of the malfunction.